Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed several times with an m31 air detected in cassette warning during a dwell phase on the cycler. A fluid leak was subsequently discovered after removing the cassette during treatment complete step 9. The patient was not connected during the incident. Fluid was found in both the pump module area and on the external portion of the cassette. Fluid reportedly leaked from the cassette inside the cassette door. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The liberty cycler set was discarded. Upon followup the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event a fluid discovered in the pump module area and on the external portion of the cassette. The pdrn stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was prescribed the prophylactic medications vancomycin (2 grams) and fortaz (1 gram). The pdrn stated the patient completed treatment with the cycler on the day of the reported event. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. The pdrn stated the patient had indicated that it appeared there was a pinhole in the film on the back of the cassette.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed several times with an m31 air detected in cassette warning during a dwell phase on the cycler. A fluid leak was subsequently discovered after removing the cassette during treatment complete step 9. The patient was not connected during the incident. Fluid was found in both the pump module area and on the external portion of the cassette. Fluid reportedly leaked from the cassette inside the cassette door. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The liberty cycler set was discarded. Upon followup the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event a fluid discovered in the pump module area and on the external portion of the cassette. The pdrn stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was prescribed the prophylactic medications vancomycin (2 grams) and fortaz (1 gram). The pdrn stated the patient completed treatment with the cycler on the day of the reported event. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. The pdrn stated the patient had indicated that it appeared there was a pinhole in the film on the back of the cassette.